Event description:
It was reported that the arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 34.6c, targeted temperature (tt) was 36c, water temperature (wt) was 27.6c. System diagnostics showed that the outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.6c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 3.1 l/n, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours were 7434.5 and pump hours were 6819.4. Walked through stop therapy and draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later water temperature (wt) was 34c the last time the nurse was in the room. Advised to call back if water temperature (wt) and patient temperature (pt) did not increase or if they receive an alert or alarm. Nurse called back now that was in the room and stated water temperature (wt) was actually 27c and they were getting an alert 113 again. Advised that device needs to be swapped out to a different device and this one sent to biomed for evaluation of heater. Recommended they label device 113.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 36c, water temperature (wt) was 27.6c. System diagnostics showed that the outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.6c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 3.1 l/n, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours were 7434.5 and pump hours were 6819.4. Walked through stop therapy and draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later water temperature (wt) was 34c the last time the nurse was in the room. Advised to call back if water temperature (wt) and patient temperature (pt) did not increase or if they receive an alert or alarm. Nurse called back now that was in the room and stated water temperature (wt) was actually 27c and they were getting an alert 113 again. Advised that device needs to be swapped out to a different device and this one sent to biomed for evaluation of heater. Recommended they label device 113. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 34.6c, targeted temperature (tt) was 36c, water temperature (wt) was 27.6c. System diagnostics showed that the outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.6c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 3.1 l/n, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours were 7434.5 and pump hours were 6819.4. Walked through stop therapy and draining 16 ounces of water from right drain port. Restarted therapy. Called back 30 minutes later water temperature (wt) was 34c the last time the nurse was in the room. Advised to call back if water temperature (wt) and patient temperature (pt) did not increase or if they receive an alert or alarm. Nurse called back now that was in the room and stated water temperature (wt) was actually 27c and they were getting an alert 113 again. Advised that device needs to be swapped out to a different device and this one sent to biomed for evaluation of heater. Recommended they label device 113.